Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to an infection. Patient was treated with antibiotics and was discharged in stable condition to a skilled nursing facility on (B)(6) 2014. The device remained implanted.